Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump keypad gets hot and swollen. No significant event leading to the keypad anomaly were observed. Troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude and the time was advancing. Customer also reported a low blood glucose of in the 30 mg/dl and no form of treatment was reported. Customer stated that her blood glucose reading would go extremely high as well. Customer declined low and high blood glucose troubleshooting. Customer did not report if the auto mode feature was active at the time of high and low blood glucose events. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-unk-rsrv; unomed set.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector noted during visual inspection. No pillowing keypad noted during visual inspection. Device received with cracked keypad at select button.